Event description:
A home patient contacted the manufacturers technical service center to troubleshoot an alarm situation that occurred during the automated peritoneal dialysis therapy on the homechoice machine. At this time the home patient advised the technical service center that after the prime cycle was complete, it noted that the patient line of the home choice set was not completely full of solution. The home patient stated that it was disconnected during the prime cycle and that the patient line clamp was open during priming. The home patient reportedly, placed the patient connector back in the homechoice set organizer prior to priming. After noting the incomplete prime, the home patient reprimed the homechoice set successfully. No patient injury or medical intervention was associated with this incident.